Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. During therapy, an error message occurred. The surgeon removed the catheter and found it had a leak. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.